Manufacturer narrative:
As reported, the outback elite 120cm re-entry catheter needle didn't deploy properly and wouldn't retract without extra effort both out of the box and in the patient. The case had to be aborted. There was no patient injury reported. There was no damage to the outback device noticed prior to opening the package. All specified ports of the device were properly flushed. The wire port was flushed and the user said that the rotator port was flushed. The ports flushed, were not followed by a 30 second delay, and then flushed again. The cannula action was verified during prep. There was difficulty retracting the cannula from the start. Physician had to use another device or wire to jam down the cannula to get it to retract after flushing it. A .014 unknown guidewire was used. The guidewire was ultimately loaded successfully. The loading difficulty was resolved by continuous actuation and by wiggling the tip of the device. The needle/cannula fully retracted prior to insertion of the wire. The cannula did not actuate smoothly. The guidewire was not kinked or bent. There was no damage to the guidewire when the product was removed (i.e. Sheared, frayed). The physician was somewhat experienced with the device. The sales representative was not present at the procedure. Additional procedural details were requested but are unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17572729 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. (B)(4).

Event description:
As reported, the outback elite 120cm re-entry catheter needle didn't throw properly and wouldn't retract without extra effort both out of the box and in the patient. The case had to be aborted. There was no patient injury reported and the product will not be returned. There was no damage to the outback device noticed prior to opening the package. All specified ports of the device were properly flushed. The wire port was flushed and the user said that the rotator port was flushed. The ports flushed, were not followed by a 30 second delay, and then flushed again. The cannula action was verified during prep. There was difficulty retracting the cannula from the start. Physician had to use another device or wire to jam down the cannula to get it to retract after flushing it. A .014 unknown guidewire was used. The guidewire was ultimately loaded successfully. The loading difficulty was resolved by continuous actuation and by wiggling the tip/device. The needle/cannula fully retracted prior to insertion of the wire. The cannula did not actuate smoothly. The guidewire was not kinked or bent. There was no damage to the guidewire when the product was removed (i.e. Sheared, frayed). The physician was somewhat experienced with the using the device. The sales representative was not present at the procedure. Additional procedural details were requested but are unknown.